Event description:
The customer reported a motor error alarm. The blood glucose reading was 347 mg/dl. The alarm occurred when delivering a bolus. The unit was not exposed to a strong magnetic field and the patient was able to rewind the device. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Motor passed motor test. No motor error alarm noted. Insulin pump was unable to perform occlusion and excessive no delivery test due to not being able to prime. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corners, minor scratches on the lcd window, scratched reservoir tube window, and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.